Event description:
Complainant alleged that the clinicians were monitoring a patient, using electrodes with the device, "when the screen suddenly displayed a 'defib pad short' message and the patient began jerking in bed as if the patient had been given a shock". The clinicians then powered the device off and removed the electrodes from the patient. They then obtained another device and set of electrodes and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.